Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. A topical treatment was done but was unsuccessful. The physician planned to give an IV antibiotics. There were no additional adverse patient effects reported. As of this time, all available information indicates that the lead remains in service.